Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated and a grey bar was observed. The device was not implanted and was still in the box. There was no patient involvement.

Manufacturer narrative:
(B)(4).